Event description:
It was reported the patient¿s leads had migrated in the last couple months prior to report and that he needed a revision. It was reported the patient was reprogrammed on the day of report. It was stated the patient¿s left lead had moved to middle of his back and that his right lead was ¿kind of ok.¿ it was noted the patient had undergone an xray the month prior and that his physician suggested he get a paddle lead that would be sutured into place. It was reported the patient had other medical issues that had come up since his implantation and that he was not able to focus on his implantable neurostimulator (ins). Amongst the other medical issues that had come up, the patient reported having experienced a herniated disc and some problems with his colon. It was noted the patient was using his third ins. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).